Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the esc button on the insulin pump does not respond. It was stated that the issue started about a week back. Blood glucose value was 7.2 mmol/l. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window, minor scratches on the reservoir tube window and cracked battery tube threads.